Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from "an" healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine (20 mg/ml, 9.233 mg/day) via an implantable pump for non-malignant pain, spinal pain, and other chronic/intract pain. On (B)(6) 2019, the patient's pump was replaced due to normal battery depletion. During the replacement, the hcp discovered that a piece of the existing 8709 catheter with the pin was "totally broken off (20 cm off at the pin) and a clump of calcification was found. The hcp "fished out" the other piece of the catheter that was not broken off, tried to aspirate and no fluid was coming out. The hcp then decided to replace the pump, program it to pump at minimum rate and "next tuesday, a catheter replacement was scheduled as the patient weighs (B)(6)". No further information was provided.